Manufacturer narrative:
The pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the pump found that the condition of the j9 connector did not meet factory specifications. Per procedure, glue was installed to ensure the mating of the ribbon cable connector and j9 connector of the main printed circuit board assembly (pcba) were fully seated. The pump was retested, and the unit passed all functional testing. The root cause for the reported issue could not be determined however; a corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have experienced a primary audible alarm. There were no adverse events reported.